Manufacturer narrative:
An event of off label use of the amplatzer vascular plug ii for paravalular leakage and embolization of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, arten600038211 revision a "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalular leak closures) and neurological uses have not been established."

Event description:
On (B)(6) 2020, a patient with paravalvular leak (pvl) on the mitral valve had a procedure with amplatzer devices. The patient had endocarditis of the mitral valve, coronary artery disease, moderate calcification, and patient anatomy with little tortuosity. It was observed that the tissue around the leak was friable. The physician attempted to close the leak with an amplatzer septal occluder (aso) (lot # unknown), it was mis-sized and exchanged with another aso (lot # unknown). The second aso was mis-sized exchanged for an amplatzer vascular plug. The amplatzer vascular plug was mis-sized too small and exchanged for a 22mm amplatzer vascular plug 2. The device was released and implanted. However, due to the patient anatomy and the tissue around the defect, the tissue around the defect tore and the plug embolized to the right ventricle. The plug was snared and pulled into the aorta and the iliac. A surgical intervention was then performed to remove the device. The future management of the pvl was not determined. The patient is currently stable and no consequences was reported post device removal.